Event description:
Reporter alleged the customer obtained the results of 70 mg/dl and 260 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated she was not feeling well and ate candy after obtaining the first result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.